Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 01-aug-2025. The leakage was at the quick release (qr). The event was observed after insertion. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011629, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011629 was manufactured according to the work instruction (wi) version 82 and manufacturing in the multivac 12 on 11-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5b00461 was assembled according to the wi version 27 and manufactured on 10-feb-2025, with a total of (B)(4) units. The lot 5b02060 was assembled according to the wi version 27 and manufactured on 11-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code gluing of tubing of the lot 5b00441 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 07-feb-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5b02059 was manufactured according to the wi version 42 and manufactured in the machine mp08, on 11-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.